Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and couldn't duplicate the issue. MDR codes: b01, c19, d14. H3, h6) the component (bi71000162) was returned to the manufacturer for analysis. Analysis found that issue status, "battery issue" ¿ not confirmed. The reported issue could not be confirmed. All batteries passed visual inspection and functional testing. Voltage measurements taken using a fluke digital multimeter showed readings of voltage or higher, which was within specification. The battery pack also passed bench testing with no faults observed. MDR codes: b01, c19, d14. Returned date: 2025-11-26 h3, h6) h3, h6) the component (bi71000163 - quantity 7) was returned to the manufacturer for analysis. Analysis found that issue status, "battery issue" ¿ not confirmed. The reported issue could not be confirmed. All batteries passed visual inspection and functional testing. Voltage measurements taken using a fluke digital multimeter showed readings of voltage or higher, which was within specification. The battery pack also passed bench testing with no faults observed. MDR codes: b01, c19, d14. Returned date: 2025-11-25 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000167, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000162, serial/lot #:(B)(6) rev. C, ubd: , UDI#: ; product ID: bi71000163 ,(quantity 7) serial/lot #:(B)(6) rev. C, ubd: , UDI#: ; product ID: (quantity 7) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system turned completely off when around a patient and was not charging. Representative reported the monitor went black and nothing appeared on the battery indicator as system seemed to turn off. Representative reported they were attempting to open up the gantry when this occurred and representative had to manually open the systems gantry. Representative reported once the system was no longer around the patient and moved to the side of the room, representative rebooted the system and system seemed to be attempting to charge. Patient was present. There was less than one hour of surgical delay and no impact on patient outcome.